Event description:
It was reported to technical services on 11/21/11 that this device was t wave oversensing causing inappropriate therapy. The only information we have is that... This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).